Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
It was reported that the catheter shaft was broken.

Manufacturer narrative:
Engineering analysis: the sample was removed from the bio-hazard bag and inspected to determine the cause of the complaint. Upon initial inspection the inflation manifold had been separated from the catheter shaft. It appears that the shaft was stretched and the shaft necked down and broke inside the manifold where the adhesive bond begins. The adhesive bond was fully intact. The shaft was also necked down drastically 30cm from where the manifold was separated. The overall shaft length was measured. The length was 130cm. This is 10cm longer than how the device was provided. This indicates that the shaft was stretched 10cm. The balloon was fully intact and appeared to have not seen any tensile loading due to a forced withdrawal of the device from the introducer sheath. The stent was no longer on the balloon. The introducer sheath used in the case was not returned. The instructions for use provided with the v12 product warn the user of the following, "do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered." Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs the results of the manifold to shaft tensile test indicate that the lowest shaft break force was 7.26lbs. All 59 quality inspection samples passed this final inspection without any non-conformances noted. Conclusion: based on the details of the event and the successful lot qualification test data atrium can find no fault with the device and or lot of stent delivery systems in question. It is not clear based on the event details why the shaft broke.